Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a low sensor scan from the freestyle libre sensor in comparison to a reading obtained on the built-in reader. Customer further reported experiencing a headache, "wanting to vomit" and difficulty to walk and had contact with a healthcare professional. Customer obtained a sensor scan reading of 203 mg/dl in comparison to a reading of 340 mg/dl obtained on an hcp device. Customer was diagnosed with dka (diabetic ketoacidosis) and hyperglycemia and was administered 4 units of novorapid bolus insulin, "ketonia control", and primperan via IV and perfusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a low sensor scan from the freestyle libre sensor in comparison to a reading obtained on the built-in reader. Customer further reported experiencing a headache, "wanting to vomit" and difficulty to walk and had contact with a healthcare professional. Customer obtained a sensor scan reading of 203 mg/dl in comparison to a reading of 340 mg/dl obtained on an hcp device. Customer was diagnosed with dka (diabetic ketoacidosis) and hyperglycemia and was administered 4 units of novorapid bolus insulin, "ketonia control", and primperan via IV and perfusion. There was no report of death or permanent injury associated with this event.